Manufacturer narrative:
This is being filed as an unconfirmed infection. Should further info be provided that would change this conclusion, an update to this report will be provided within on month of receipt of the additional info.

Event description:
The pt experienced a severely swollen eye and sought medical attention where they were diagnosed with a pseudomonas infection. F/u attempts with the initial reporter for more info for diagnosis and treatment have been made with no rely to date. Lenses, lens case and contact lens solution were tested negative for bacteria and fungus. This is being filed as an unconfirmed infection.